Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed no device related faults beyond typical user advisories. No waveforms were noted for most of the case, except for spikes in impedance typically the result of patient movement, CPR or other device type vibration. The electrodes involved were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.